Event description:
The customer reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The frame grabber pcb was evaluated, cleaned and reseated. Several system cables, boards and fuses were evaluated and reseated. The system was tested and found to be working as intended and returned to service.